Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the procedure, it was noticed that the loop wire on the end of the peg tube was separated. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). A visual examination of the returned device revealed that the loop that is placed at the distal end of the pull wire tip was damaged (broken) which caused its detachment from pull introducer loop wire; consequently, confirming the reported complaint. It was found during the investigation of the returned device that the loop was broken. It is most likely that the device could have been excessively manipulated since the failure found (pull wire loop broken), is an issue that could have been generated during the manipulation of the device by the user, typically due to excess of force applied to the product when the loop is strongly pulled until its breakage, excess of force can cause damages or defects as the one shown on the returned device, also, once this section (loop) of the unit have been damaged, the functionality of the product will be directly affected causing easily it detachment from pull introducer loop wire . During its manufacturing process the product is inspected for functionality and integrity, however there is no control in how the units are handled at the field. Therefore, it was concluded that the investigation conclusion code of this event is "cause traced to component failure" since the failure was an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The procedure date is unknown. According to the complainant, during the procedure, it was noticed that the loop wire on the end of the peg tube was separated. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.